Manufacturer narrative:
Added h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions. The device was returned for evaluation. A DHR review and lot history review was unable to be performed as no serial number or work order was provided. During manufacturing of the sapien 3 ultra valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Imagery was provided by the site. One strut appeared bent outwardly at the inflow side observed during procedure. The valve was exposed through the sheath. The bent strut was bent outwardly observed post procedure. The IFU, device preparation training manual, and procedural training manual were reviewed. During delivery system insertion through the sheath, correctly orient the delivery system and check the position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time successful management of vascular complications depends on being prepared. First priority should be controlling bleeding through endovascular techniques such as, aortic occlusion balloon, iliac occlusion balloon, and reinsert dilator. Do not reinsert sheath if removed. Repair can be performed surgically or with endovascular techniques. Surgical instruments should be available. Consider vascular surgery. Physicians experienced with endovascular techniques for treatment of iliac and aortic disease should be available. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A product risk asses (pra) was previously initiated to investigate the cause and assess the risks associated with valve frame damage. To address the issue, a corrective action/preventative action (CAPA) was initiated to drive corrective actions. The valve from this complaint event was manufactured prior to the corrective action. The risks outlined in the pra remain the same; the pra documents the potential for percutaneous intervention, which did occur during this event. The frame damage was confirmed based on imagery provided. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. As such, a manufacturing non-conformance was unable to be determined. Review of the DHR, lot history and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. As reported, 'physician had a big resistance to push valve in a esheath introducer and the valve seemed stuck in the esheat introducer. There was an iliac calcification that had already studied at the screening step. Checking the sapien 3 ultra, it was noticed that the frame of the valve was a bit bent at the skirt level and had perforated the esheath and the iliac vessel'. It was noted that the patient's access vessel had presence of calcification. The presence of calcification can create a challenging pathway during delivery system advancement, and lead to resistance. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. In this case, it is possible difficulty was encountered during delivery system advancement so additional manipulation was applied to overcome the resistance. So, if excessive force is applied to manipulate the device, it can lead to the valve struts caught and torn through the sheath and resulted in the bent strut observed. These procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. The CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that patient factors (calcification) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-04168. Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during a tf tavr case the physician felt a large amount of resistance pushing the valve through the esheath and the valve seemed to get stuck in the sheath. There was iliac calcification already noted during pre-screening. The valve frame was noted to be a bit bent at the skirt level and had perforated the esheath and the iliac vessel. The physician used a viaban stent to fix the iliac and a new esheath and 26mm sapien 3 valve to conclude the procedure. The valve deployment was perfect, the result was good, and the patient was in good condition.